Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: common device name: additional procode: hwc. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent an orif surgery for a tibial shaft fracture. Before insertion of the nail, the surgeon checked the connection of an insertion handle and aiming arm and judged that there would be no problem in drilling to the proximal static 1 hole. The surgeon tightened a connecting screw that had loosened, connected the aiming arm to the insertion handle, and drilled at the proximal static 1 hole over a sleeve. While drilling, the tip of the drill bit and the hole interfered, and the surgeon could not drill to the end. The connecting screw was tightened again, but the interference occurred again. The surgeon drilled manually without the sleeve and succeeded in inserting a screw into the proximal static 1 hole. The surgery was completed successfully with a 5-minute delay. No further information is available. This report is for a tibial nail-advanced / 10mm 300mm / sterile. This is report 1 of 2 for (B)(4).